Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported 1st of 2 stage revision for infection where parts were removed and a spacer was implanted.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown knee was reported. The event was confirmed via clinician review of provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports complications involving a total knee arthroplasty procedure. Persistent infection was present and it could not be eradicated. This necessitated debridement and poly exchange, two-stage revision procedures, an attempt at arthrodesis, and subsequently the patient required amputation. These complications are unrelated to the devices used. The root cause cannot be determined with certainty. The causes of persistent infection are multifactorial including surgical factors, patient factors and bacteriological factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. "This inquiry reports complications involving a total knee arthroplasty procedure. Persistent infection was present and it could not be eradicated. This necessitated debridement and poly exchange, two-stage revision procedures, an attempt at arthrodesis, and subsequently the patient required amputation. These complications are unrelated to the devices used. The root cause cannot be determined with certainty. The causes of persistent infection are multifactorial including surgical factors, patient factors and bacteriological factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported 1st of 2 stage revision for infection where parts were removed and a spacer was implanted.